Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
8 weeks after operation the patient suffered swelling in left bsso region. During revision on (B)(6) 2022 surgeon replaced screws with thicker screws.

Manufacturer narrative:
Investigation concluded that the devices met specifications and did not malfunction. No root cause could be established for the swelling.

Event description:
8 weeks after operation the patient suffered swelling in left bsso region. During revision (B)(6) 2022 surgeon replaced screws with thicker screws.